Event description:
A report was received from the registry indicating that this patient experienced angina pectoris during the one month follow up. Then approximately two months after the implantation of the 3.0x23 cypher stent, the patient expired. The cardiac death was specified as sudden death at the patient's home. There was no evidence of myocardial infarction or stent thrombosis, and an autopsy was not performed. The relationship of this event to the cordis stent was possibly related. Based on the academic research consortium (arc) guidelines, this event is also being reported as a thrombotic event.

Manufacturer narrative:
Please note: device is distributed outside of the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.